Event description:
Ous MDR - after an implantation time of about 37 months, this device was explanted due to syncope. There was no explant date provided and it is unclear if the event date is the day of the device was explanted or the date syncope first occurred.

Manufacturer narrative:
Ous MDR.